Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor exploded and a leak occurred. The event occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured between october 19, 2016 - october 21, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the sample photograph showed evidence of a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.